Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard battery did not hold a charge, it did not prevent the freedom driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that a patient's freedom onboard battery did not hold a charge after it was removed from the battery charger.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. Freedom onboard battery s/n (B)(4) was tested in accordance with freedom onboard battery evaluation procedure where it successfully passed all sections. Additionally, the battery was tested in two properly functioning, freedom driver test units, where it was found to be fully functional and exhibited no anomalous behavior. Both of the freedom battery chargers, s/n (B)(4), in use by the patient at the time of the customer-reported issue, were tested in accordance with freedom battery charger manufacturing methods and fixtures, and acceptance test procedure, and passed all functional test requirements. Attempts to duplicate the low state of charge issue reported by the customer were unsuccessful with both the onboard battery and the battery chargers in use at the time of the customer issue. The root cause for the customer-reported issue could not be determined. This issue will continue to be monitored and trended at part of the customer experience. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that a patient's freedom onboard battery did not hold a charge after it was removed from the battery charger.